Manufacturer narrative:
The customer's calibration data was acceptable. The customer's qc data was requested but not provided. A general reagent issue can be excluded. Further investigation of the complained discrepant dilution results was not possible based on the available information and the missing sample for investigation. For sample dilutions, product labeling states "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers)." As stated within the elecsys estradiol iii assay product labeling, "steroid drugs may interfere with this test." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay for one patient tested with a cobas 6000 e 601 module serial number (B)(4). On (B)(6) 2020, the patient's initial result was ">3000" pg/ml, and the patient's repeat result with a 1:10 dilution was 11640 pg/ml. The patient's diluted result was reported outside the laboratory. On 01-dec-2020, the patient's physician questioned the reported result and believed the result was too high. On (B)(6) 2020, the customer pulled the patient's sample and performed repeat testing for confirmation. At 09:25, the patient's initial estradiol result was 3000 pg/ml with a data flag, and the patient's repeat result with a 1:10 dilution was 1162 pg/ml. At 10:02, the patient's estradiol result with a 1:10 dilution was 1198 pg/ml. The customer exchanged the diluent used for the estradiol assay and performed further testing. At 10:53, the patient's initial estradiol result was 2982 pg/ml, and the patient's repeat result with a 1:10 dilution was 1186 pg/ml. The customer recentrifuged the patient's specimen and then performed repeat testing. At 11:39, the patient's estradiol result with a 1:10 dilution was 1203 pg/ml. At 11:42, the patient's repeat estradiol result without any dilution was 3000 pg/ml with a data flag. The customer performed two manual dilutions and performed testing with the samples. At 12:18, the patient's estradiol result with a 1:2 dilution was 1476 pg/ml, and the patient's estradiol result with a 1:5 dilution was 1180 pg/ml. The customer performed testing with another sample collected on (B)(6) 2020. At 13:52, the patient's initial estradiol result was 3000 pg/ml with a data flag, and the patient's repeat result with a 1:10 dilution was 1158 pg/ml. The patient's physician believes the correct result is "about 1100" pg/ml, due to the patient's ultrasound results.